Event description:
It was reported that patient underwent a posterior thoracolumbar fusion at th7 to s2. Post-op, it was found that one plug of break-off setscrews was not broken off and left in the patient body. No patient complications were reported due to this event.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 5540030, 510k # k113174 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.